Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm one year ago. Aneurysm and vessel morphology at the time of implant is unk. The pt had disease progression resulting in aortic neck dilatation. There was a type ii endoleak noted at the 6 month f/u and a type I endoleak at the one year f/u with aneurysm enlargement. It was reported that the physician elected to explant the stent graft and convert the pt to a conventional graft. The stent graft was discarded by the user facility. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval results: endoleak; no device returned for eval. Conclusion: disease progression resulting in aortic neck dilatation.